Event description:
On (B)(6) 2025 the user¿s son reported hyperglycemia with a blood glucose level above 400 mg/dl and multiple insulin occlusion alerts. Insulin delivery resumed after the infusion set and connector adapter were changed, and glucose declined to the 200s. The user described feeling tired and drained but improved as glucose decreased. No ems or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.